Event description:
The patient had a return of symptoms and reported never having therapeutic effect. The patient was experiencing intermittent spasms since 2008, one time the spasms lasted for six hours and one time for 36 hours. It was reported that in the past three weeks the patient experienced increased tightness and hypertonicity. The patient had her spinal fluid testing while she was in the hospital, and there was no baclofen detected. There were no alarms. The pump was used to deliver baclofen 1000 mcg//ml with a daily rate of 260mcg. The pump and catheter were replaced. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient also experienced pain. The pump had always had the expected residual volumes at refills. During surgery, the catheter was found to be disconnected at the lumbar site and there was no backflow of cerebrospinal fluid from the catheter (unable to aspirate fluid). Following replacement of the system, the pump was filled with 500 mcg/ml of lioresal and the infusion rate was started at 50 mcg/day. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found -normal device function.

Event description:
It was later reported that there was not a catheter disconnect. It appeared from the operative note that the catheter was out of the intrathecal space as there was no backflow of csf when the catheter was disconnected from the pump in surgery.